Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 461 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they had air bubbles and their insulin was discolored from being left out in the heat. Customer was advised to contact their healthcare provider and get new insulin.